Event description:
Caller reported that a tandem mobi cartridge alarm occurred, causing the customer¿s blood glucose level to exceed 500 mg/dl, though the specific value was unknown and displayed as "high." In response, the customer administered a correction injection via multiple daily injections (mdi) and managed the situation without third-party assistance. Technical support confirmed the cartridge alarm 30 and decided to replace the pump due to consecutive cartridge alarms, even though the pump was under warranty and its software was outdated. The customer was instructed on steps to take, including using the pump¿s storage mode and handling the replacement process, all of which the customer understood and acknowledged.